Manufacturer narrative:
This report is submitted on december 4, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2020, resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.